Manufacturer narrative:
After replacing the therapy pcb assembly and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to the damaged therapy pcb assembly.

Event description:
The customer contacted stryker to report that their device does not charge energy for defibrillation. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker third-party service provider evaluated the customer's device and was able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not charge energy for defibrillation. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.